Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change and do-you-see-drops step, the patient observed insulin leaking at the connector and, after troubleshooting, replaced all supplies and resumed insulin delivery. The issue involved a leak associated with the connector component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed leakage at a seal consistent with a fluid leak, traced to the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.